Event description:
It was reported the system controller was exchanged after a second backup battery (ebb) alarm occurred. The patient tolerated the exchange. No troubleshooting was performed before the exchange. The first ebb fault occurred in (B)(6) 2023. The event log files captured ebb fault alarms on (B)(6) 2024 from 6:16 pm to 7:54 followed by a driveline disconnect for the system controller exchange. There were no other ebb fault alarms after. There were no other unusual events seen in the event log files.

Manufacturer narrative:
Incidental findings: small tears were observed in the outer jacket of both the white and black system controller power cables. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. The log files contained approximately 1 day of relevant data ((B)(6) 2024 ¿(B)(6) 2024 per the timestamp). The log files captured a backup battery fault alarm on (B)(6) 2024 at 18:16:05 to 19:55:07 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing and a fault was not reproduced. After operating in the mock circulatory loop for an extended period of time, a log file was downloaded and reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 03may2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 14sep2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.